Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the pump case was cracked near the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection revealed that there was a crack along the cartridge compartment threads. A test cartridge cap was not able to be secured properly to the cartridge compartment. Unrelated to the complaint, evaluation revealed that the battery compartment threads were cracked. Also unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. In addition to the unrelated issues, evaluation revealed that the ok and down arrow keypad buttons were intermittently unresponsive. The up arrow and contrast buttons responded appropriately. The keypad cover was removed and contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.